Event description:
A report was received that the patient was experiencing an excruciating pain and the battery was working out at the back. The patient had lost a lot of weight and the skin was very thin where the battery was. It was also noted that patient had a tear on the skin about an inched wide. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient was experiencing an excruciating pain and the battery was working out at the back. The patient had lost a lot of weight and the skin was very thin where the battery was. It was also noted that patient had a tear on the skin about an inched wide. The patient will undergo an explant procedure.